Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material #: 305129 batch#: a77702 it was reported by customer that we had an incident with a dysport injection with needle 305129, lot # a77702. Seems the hub had a hole in it that caused the drug to leak. Verbatim: complaint received via email(s) attached. We had an incident with a dysport injection with needle 305129, lot # a77702. Seems the hub had a hole in it that caused the drug to leak.